Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. The v-sense fell into blanking due to an a-pace. Then, v-pace occurred in a vulnerable period, and put the patient into ventricular tachycardia (vt)/ventricular fibrillation (vf). A 34j shock converted the rhythm. Technical services (ts) recommended changing the lower rate limit (lrl), which the clinician planned to do. This ICD remains in service. No additional adverse patient effects were reported.